Event description:
Taxus express post market surveillance study. It was reported that 284 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with stable angina requiring subsequent reintervention. The index procedure treated the de novo, type b2, 90% stenosed 2.5x10mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with a 2.5x15mm unk balloon inflated to 14 atmosphere's (atm's) and the placement of a 2.75x12mm taxus express2 drug eluting stent deployed at 12 atm's. No post dilation was performed. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 3 days later on bayaspirin and panaldine. At 284 days post the index procedure, the pt returned for a 9 month follow up visit. An angiogram confirmed stable angina with a 25% restenosis in the target lesion (rca) with timi 3 flow and revealed a 90% stenosis in the proximal left anterior descending (lad) artery. Treatment for the 2.5x20mm lesion located in the lad utilized ballooning and the placement of a non bsc stent resulting in 0% residual stenosis and timi 3 flow. The event relation to the device was listed as "unk" for the lad vessel stenosis. There were "no problems" at the scheduled one year follow up visit.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."